Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Litigation alleges friction and wear between the cobalt-chromium metal head and liner caused large amounts of toxic metal ions to be released into the patient's blood, tissue and bone surrounding implants. As a result, the patient suffered injuries, pain, discomfort, inflammation, limited mobility, loss of range of motion, mental anguish and emotional distress . Update: revision notes reported of metallosis. Pathology report stated that fibrous tissue showing a chronic inflammation. X-ray demonstrated metal on metal lysis. Clinic visits reported of locking, weakness, aching, burning, tingling, stiffness and limp. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.